Event description:
Caller reported that his son experienced repeated difficulties completing the load process before the pump could accept the cartridge. There was no reported impact to the customer's blood glucose level. Technical support placed the customer on hold to allow communication with his son for additional history, but the call was lost or dropped, and the case was left open for follow-up. No additional information was received regarding the outcome of the event.